Manufacturer narrative:
Summary of evaluation: this device can not be evaluated as it has not been returned to co but rather has been discarded by the hospital.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. The femoral component was also removed at this time and replaced with a compatible revision component.